Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, the balloon shaft was fractured in the mid section during insertion. The device was pulled out from the guide catheter and removed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 66.8cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, the balloon shaft was fractured in the mid section during insertion. The device was pulled out from the guide catheter and removed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.